Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was repositioned four times. The first two times were due to small amplitude r-waves. The third time was due to high impedance. After positioning the lead a fourth time, the lead impedance and capture threshold increased once connected to the device. The lead was removed and replaced. There were no patient consequences.